Manufacturer narrative:
Age/date of birth, weight and ethnicity: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Phone : (B)(6). Device evaluation: since product was not returned, the complaint issue reported could not be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that a non conformance was found during the record review of po. But it did not contribute to this complaint. The product was manufactured and released according to specifications. A search revealed that one additional complaint was received from this production order. Waiting for investigation results. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that pcb00 lens during surgery did not have the second haptic when implanted into the patient's eye. Lens was implanted and removed after that. No further information available.

Manufacturer narrative:
Device evaluation: the pcb00 product was returned in its original package. Visual inspection using magnification was performed to the returned sample: the plunger and pushrod was observed in advanced position residues of viscoelastic material was cartridge. No damaged was observed to the device. The lens was not returned. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported could not be verified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.